Event description:
Lead revision was performed due to a sensing and pacing anomaly. The svc coil was abraded at the subclavian rib. Inappropriate therapy was observed. The physician was having difficulties explanting the lead. Hence, only a portion of the lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that only the proximal end of the lead was returned in three pieces. Normal electrical characteristics were noted. No anomalies were found that could explain the event described in the field. Since the distal end of the lead was not returned, further analysis could not be performed and the complaint could not be verified.